Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the ipg site with the cervical system. Surgical intervention was undertaken wherein the lead was repositioned and the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.